Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis confirmed normal battery depletion.

Event description:
It was reported that a patient presented for an echocardiogram with a heart rate of 35ppm. The pulse generator exhibited backup vvi operation. Due to inability to establish telemetry, backup vvi status, and approaching eri, the device was explanted and replaced.